Event description:
It was reported that the right atrial (ra) lead was found to have dislodged one day post implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.